Event description:
The packaging of the device was mislabeled. The caller reported that the packaging of a 5.0 nasal rae endotracheal tube contained a 5.0 oral rae endotracheal tube. The clinician reported that this was discovered after the pt was intubated. The tube was replaced.